Manufacturer narrative:
Follow-up # 2 date of submission 7/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/01/2016 with the following findings: the cartridge was returned for investigation. A visual inspection of the cartridge was performed and black specks were found in the cartridge.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the cartridge had debris inside of it. She states that she noticed this prior to use. The reporter stated that it appeared to be part of the black o-ring with pieces trapped inside the reservoir. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 6/28/2016. Device evaluation: the cartridge has been returned and evaluation is anticipated. A retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot.